Event description:
Philips received a complaint by the customer on the v60 indicating that the device could no longer be switched on. It was reported there was no patient involvement at the time the issue was discovered. The customer replaced central processing unit printed circuit board assembly board and option codes were updated to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.